Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient need a replacement - custom made polyethylene conponent due to wear of the polyethylene. Implantation date is 1998 and therefore no product code or lot number could be provided by the customer. No patient consequences were reported. Intervention has not been performed yet when reported.